Event description:
It was reported that, during use on (B)(6) 2012, the customer noticed that the liters per minute (lpm) number had gone up to 1 liter. The revolutions per minute (rpm) remained constant as well as the readout on transonic flow meter. The customer found that the problem occurred when drive head cable was moved. This cable was replaced and this corrected the problem. (B)(4).